Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the distal end of the tip insulator is cracked and missing. This complaint can be confirmed. This damage to the tip could lead the device to short and could cause damage to any device in contact. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ it was reported the optics were in contact to the electrode with has contributed to this failure, indicating device mishandling. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The electrode carbonized the optics used simultaneously because of a contact between the electrode and the optic used simultaneously, the electrode carbonized the optic and a crack on the electrode appeared with fragments of plastic in the shoulder. The fragments were removed. Another like device was used to complete the procedure. No consequences to the patient.

Event description:
The electrode carbonized the optics used simultaneously because of a contact between the electrode and the optic used simultaneously, the electrode carbonized the optic and a crack on the electrode appeared with fragments of plastic in the shoulder. The fragments were removed. Another like device was used to complete the procedure. No consequences to the patient.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. Device evaluated by MFR: in process.

Event description:
The electrode carbonized the optics used simultaneously because of a contact between the electrode and the optic used simultaneously, the electrode carbonized the optic and a crack on the electrode appeared with fragments of plastic in the shoulder. The fragments were removed. Another like device was used to complete the procedure. No consequences to the patient.